Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal neck is 28mm in diameter and 15mm in length. It was reported that a proximal type I endoleak was identified. The physician performed a secondary intervention and implanted another manufacturer's 32mm cuff in conjunction with eight aptus endoanchors however, the event did not resolve. The physician attributed the type I endoleak to disease progression as the aortic neck had continued to dilate post stent graft implant. It was also reported that during the procedure, the applier blue lighted after the 4th anchor was deployed. A new applier was opened and utilized to complete the case. There were no adverse outcomes or complications from the blue light appearing. The patient will not receive further treatment. No additional clinical sequelae were reported and the patient is fine.